Event description:
Additional information received from surgeon indicates the crack in the intraocular lens (iol) was noted after the lens was implanted. When the surgeon reomved the lens, the wound was widened. The surgeon reports there was no patient injury associated with the widened wound.